Event description:
Consumer reported via e-mail that upon removal of a tampon, the string broke. She was unable to remove the pledget herself which caused her stress until she was able to leave work and go to an urgent care for removal of the pledget from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
The primary di, production identifier of lot number, model and 510k identification were not available from the consumer. Multiple attempts were made to obtain more information. ¿with no means to determine the actual product, manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.